Event description:
It was reported that the system was explanted due to infection. No further information is available at this time.

Manufacturer narrative:
Correction: concomitant medical products should have been (B)(4). Therapy date should have been (B)(6) 2018.